Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right ventricular (rv) lead that was damaged. The lead exhibited high thresholds and impedances. The lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead was "damaged". The ra lead will be explanted and replaced. No patient complications have been reported as a result of this event.